Manufacturer narrative:
The customer reported complaint of the driveshaft could only rotate in one direction on the autopulse platform (sn (B)(4)) was confirmed during the functional testing. The root cause for the reported complaint was a defective encoder gearbox, likely due to a defective component. The encoder gearbox was replaced to address the driveshaft issue. Upon visual inspection, unrelated to the reported complaint, noticed damaged front and bottom enclosures. The observed damages appeared to be the characteristics of user mishandling such as a drop. The bottom and front enclosures were replaced to remedy the observed issue. The platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message upon powering on. The root cause for the user advisory (ua) 45 error was due to the driveshaft not being at "home position". The user advisory (ua) 45 error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, the encoder drive shaft was difficult to rotate due to the defective encoder gearbox. Also, further investigation revealed that the drivetrain motor brake assembly air gap was too wide and out of the specification (0.008" ± 0.001"), unrelated to the reported complaint. The brake gap could not be adjusted and continued to open out of specification. The root cause of the observed issue was the defective drivetrain motor, likely due to a defective component. The defective drivetrain motor was replaced to address the issue. The archive data was reviewed and contained the user advisory (ua) 45 error message around the reported event date, thus confirming the customer complaint of the stiff driveshaft. To address the issue, the driveshaft was rotated back to the home position after replacing the encoder gearbox. In addition, the archive shows the presence of the user advisory (ua) 20 (position out of range), however, the error was cleared by the user. Typically, if the user advisory (ua) 45 error message is not resolved properly, it leads to user advisory (ua) 20 because the driveshaft is not restored at the home position. To remedy the issue, the driveshaft needs to be rotated back to the home position. Also, the archive data revealed the presence of the (ua) 01 (low battery warning), (ua) 17 (max motor on-time exceeded during active operation), and (ua) 18 (max take-up revolutions exceeded) error messages, unrelated to the reported complaint. The error messages were cleared by the user and were not reproduced during the functional testing. Per the autopulse maintenance guide, user advisory (ua) 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and/or press restart to clear the user advisory. User advisory 17 is an indication that the lifeband is twisted or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory (ua) 18 is an indication that autopulse platform has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
When the crew was replacing the lifeband after the cleaning, they noticed that the driveshaft of the autopulse platform (sn (B)(4)) could only be turned in one direction. Patient use information was requested but no additional information was provided, therefore patient use is unknown.